Event description:
A review of the generator manufacturing records was performed. The generator passed all final functional tests and final quality inspections. Attempts for additional information have remained unsuccessful.

Event description:
The patient reported on (B)(6) 2012 that he was seen by his physician who was unable to interrogate his generator. The reason the generator cannot be communicated with is currently unknown. Additionally, the patient reported on (B)(6) 2012 that he had been experiencing an increase in his depression over the last month and a half. He did indicate however that his depression was not as bad as before he was implanted with vns. Attempts for additional information have been unsuccessful to date.

Event description:
Additional information was received on (B)(6) 2012 indicating that the patient had been seen again and again the physician was unable to interrogate the generator. The patient was no longer in the office, however it was indicated that the handheld device was left plugged into the wall while they were trying to interrogate the patient. The battery in the wand was checked and was found to be sufficient. Additionally the wire connections were checked. As the patient was no longer in the office, re-interrogation was not attempted. The patient was scheduled to be seen again on (B)(6) 2012. Follow-up was again performed with the office. The patient was seen on (B)(6) 2012; however it was unclear if interrogation was attempted at that time. Attempts for additional information have remained unsuccessful.

Manufacturer narrative:
Manufacturing records were reviewed. Review of manufacturing records did not reveal any anomalies.